Event description:
Journal ref: white et al. "Sacral nerve stimulation for treatment of refractory urinary retention: long-term efficacy and durability." Urology 2008;71(1):71-74. The study examined the long-term efficacy and durability of sacral nerve stimulation (sns) for the treatment of refractory, non-obstructive urinary retention. A retrospective study of 29 pts who underwent sns with the interstim device for refractory, non-obstructive urinary retention was performed. The mean follow-up was 40 months. Device complications were noted. Reportable event: two pts required interstim removal during follow-up due to infection.